Manufacturer narrative:
Additional review of the event and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. This is a leaking side seam. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803.¿ correction d1 brand name updated correction d4: model, catalog, serial, and lot numbers updated correction d9: device returned and return date info added additional info h3: device evaluated device evaluation summary: visual inspection shows no outward signs of cracks or damage throughout oxy or ports. Blood side pressure integrity testing was performed at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 min. During the test there was a leak observed from the hex side seam. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that a leak occurred at the heat exchanger. There was no blood loss because of leak, and no unplanned blood transfusion was required. The same leak did not occur in multiple packs. See attached video. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that a leak occurred at the heat exchanger. There was no blood loss because of leak, and no unplanned blood transfusion was required. The same leak did not occur in multiple packs. The device was used to complete the procedure. There was no adverse patient effect associated with this event.